Event description:
The physician deployed endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in lcx of a pt. It was reported that a minor hemodynamic dissection was observed after multiple balloon pre-dilations and deployment of the endeavor sprint stent. The vessel was reported to be excessively tortuous, with 80% stenosis and moderately calcified prior to the stent deployment.

Manufacturer narrative:
(B)(4): eval: results: complex nature of the target lesion; dissection. Eval: conclusion: device failure/lack of effectiveness related to pt condition (complex nature of the target lesion).